Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown head, unknown cup, unknown liner. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports have been filed for this event, please see associated reports: 0001822565-2017-03019, 0001822565-2017-03022, 0001822565-2017-03023.

Event description:
It was reported that a patient is being considered for a revision on an unknown day for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.